Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8100 sn (B)(4), failing patient side occlusion test, biomed already tried replacing pressure sensor and still having the same issue. Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I assisted (B)(6)/ biomed on 8100 sn (B)(4), failing patient side occlusion test, biomed already tried replacing pressure sensor and still having the same issue. Resolution is to replace ail assembly. Biomed will go ahead and replaced ail assembly. If need further assistance will call back.